Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, at the end of the procedure, a pericardial effusion was found. A pericardiocentesis was successfully performed and the patient was then transferred to the intensive care unit with a drain in place. The case was already completed with cryo. No further patient complications have been reported as a result of this event. On (B)(6) 2018: further information from the physician indicated that the patient was doing fine after the intervention and the patient was discharged without any extended hospitalization.